Manufacturer narrative:
A4: estimated. All available information was investigated, the reported difficult to open or close (single gripper actuation) was not confirmed via returned device analysis. The reported poor image resolution could not be replicated in a testing environment. The reported materials separation (gripper cap - no tactile marker and gripper lever latch) were confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. In this case, the returned device analysis was unable to confirm the reported difficult to open or close (single gripper actuation) as both grippers and independent gripper were able to raise and lower as intended without issue. A cause for the reported difficult to open or close (single gripper actuation) cannot be determined. The reported poor image resolution appears to be due to patient anatomy. The investigation determined the reported materials separation (gripper cap - no tactile marker and gripper lever latch) appear to be a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initial report, the additional information was received:while troubleshooting with (B)(6) gripper actuation issue, the gripper lever latch and cap separated. There was no adverse patient effect due to this issue.

Manufacturer narrative:
Weight: estimated. The device was received. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to gripper actuation issue. It was reported that on (B)(6) 2021, the patient presented with mixed mitral regurgitation (mr) grade 3+ with calcified chordae, a rotated heart, and a mitraclip procedure was performed. Reportedly, there was difficulty with visualization due to anatomy and with a lot of shadowing. The first clip delivery system (cds0701-xt, 10419r221) was prepped per instructions for use and advanced into the left atrium without issues. During gripper arm testing, the grippers were cycled three times when one of the grippers was observed not lowering. Standard troubleshooting was performed, the lock and grippers were re-cycled, however, the issue remained. It was decided to not use this device. The cds was successfully removed without issue. Two additional mitraclips had been attempted, however, both mitraclips were unable to grasp the leaflets. Reportedly, the clips were unable to grasp the leaflets due to anatomy and difficult imaging. There was no tissue injury and no adverse event observed due to any mitraclip device. No clip was implanted, the procedure was aborted, and the mr remained unchanged at grade 3+. No additional information was provided regarding this issue.